Event description:
It was reported that the patient presented remotely via merlin.net. The implantable cardioverter defibrillator (ICD) was in backup operation mode due to event queue overflow. The ICD was restored and updated. The patient was stable.